Manufacturer narrative:
Evaluation codes: a work order search was conducted, and there were no similar records found within the work order.

Event description:
It was reported that the patient had a micl13.2 implantable collamer lens implanted in the left eye and the patient lost vision because of the development of a cataract. Further information was requested but not yet forthcoming. If additional information is received, a supplemental medwatch form will be submitted.